Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the device was exposed to MRI. Customer's blood glucose was 404 mg/dl. Customer was at the hospital. Device had alarmed motion sensor test failure alarm. Device failed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.